Event description:
Report received that the device had intermittently shut off with no alarm during home therapy. The device was programmed to infuse dilaudid. Program settings were unspecified. The device was removed from clinical service. A replacement device was immediately available to resume therapy. There was no reported adverse patient effect.